Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a290 , serial# (B)(4), product type: lead . Product ID: 977a290, serial# (B)(4), product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had spasms and discomfort in the cervical area where the leads were implanted. The leads have since been removed. The patient had an incomplete system; the ins and cut leads remained implanted. The system was implanted in (B)(6) of 2015 and removed in early 2016. The patient was to have an MRI of the cervical spine for the spasms and discomfort, and the hcp called the manufacturer to discuss MRI eligibility with the ins and cut lead. The hcp didn't see any contacts at the distal end of the leads. The patient wasn't aware of leads still being present, nor did the surgeon when the hcp spoke with him on (B)(6) 2017. The event began in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.